Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient began treatment for the peritonitis with injection vancomycin (one gram, route and frequency were not reported) and injection meropenem (250mg/exchange/day). No further details were provided regarding whether the patient was hospitalized for the event or if dianeal/extraneal therapies were ongoing. The outcome of the peritonitis was unknown. No additional information is available.